Manufacturer narrative:
The tunneling rod was not returned for evaluation. Visual evidence provided by the site revealed damage to the tunneled rod. The rod exhibited a break through the center. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported by the site that the operating surgeon bent the tunneling rod while tunneling the driveline through the patient's abdomen, at which point the tool broke. Based on the available information, the most likely root cause of the reported event can be attributed to handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using a tunneling rod to tunnel through the patient¿s abdomen, the rod was bent by the surgeon and it snapped in half. The surgeon was able to feed the rod through the patient¿s abdomen to connect the driveline and successfully pulled the driveline through the patient¿s abdomen. A provided picture appears to confirm the reported break. The device was removed from service. No patient complications have been reported as a result of this event.